Event description:
It was reported that approximately three years post port placement, a x-ray examination identified that the catheter allegedly ruptured and migrated to the superior vena cava. Catheter segments still in patient body and patient had discomfort. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation; however, two medical images were provided for review. The investigation is confirmed for the reported catheter break, migration and material separation issue as a part of the catheter was seen near the cavo-atrial junction and at least part of an object that resembles a catheter near one of the atrial chambers of the heart. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed and it states that: contraindications: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Preventing pinch- off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: d4 (expiry date: 03/2022), g2, g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that approximately three years post port placement, a x-ray examination identified that the catheter allegedly ruptured and migrated to the superior vena cava. The patient underwent a procedure to remove the fragments of the catheter. The patient status is unknown.